Event description:
Since instrument was installed 9 mos ago, hosp has determined that instrument has poor precision, poor reproducibility reagents did not last as long as stated in MFR's manual, instrument presented in deceptive manner, proficiency testing shows poor coefficient of variation and standard deviation, poor for cpk, ldh, ast, alt and alkaline phosphatase. System has lockups that occur with frequency and user can spend up to 15 minutes trying to get out of lockups. Sometimes having to turn machine off and losing testing. Was told that instrument would take 15 minutes to get up and running in the morning but actually takes an hour. Hosp has never brought pt online for pt testing. MFR has been contacted many times concerning these problems. MFR maintains that instrument has been working adequately. Reporter also is aware of other problems with this device in their state.